Event description:
In a physician presentation, it was reported that during an x-stop procedure, an intra-operative tear of the supra-spinous ligament occurred. The implanting surgeon repaired the tear at the time of surgery. Good results were reported at 2 years follow up.